Manufacturer narrative:
Investigation completed 6/23/2017. The device was not returned for evaluation. The catheter was not kept to be returned by the customer. No device nor traceability information was provided, no DHR review could be performed. A review of complaint tracking database since 2013 revealed no similar situation. Since january 2013, 2,377 camino-flex catheters have been sold. No device nor traceability information was provided; complaint is unverifiable and the root cause of the reported hemorrhage could not be determined. Each camino-flex catheter is tested within specifications at time of manufacturing. Hemorrhage is a known complication of ventricular catheter insertion, as stated in the product instructions for use.

Event description:
The catheter was placed by the resident around 1:30pm ¿ 1 pass. The patient went to angio around 7:15 pm and the ptt at 8:15 pm was 100. CT scan was done at 10:45pm which was prompted for elevated intracranial pressure (icp); revealed a new right frontal intraparenchymal hemorrhage (iph) around the catheter, which prompted a right hemicrani for decompression where the patient clinically deteriorated a few hours later (blew his right pupil). The catheter was not kept to be returned. Additional information received from the customer via email on 31may2017: the customer did confirm that "the patient did not die". The customer was not the clinician caring for the patient at the time of this event and would have to go back into the chart to provide more clinical information.